Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly deploy the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that she went to the hospital and was given an insulin drip. When she checked the pod, she noticed that the pink slide insert was not fully within the viewing window and that the cannula didn't appear to be fully deployed. (B)(6).